Manufacturer narrative:
Three event date has been changed from (B)(6) 2011.

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It was reported that approximately 12 months post the index procedure that patient suffered a gi bleed. The patient was hospitalized and received blood transfusions. At the 3 month follow up, patient's worst angina status was reported as I per ccsc criteria.

Event description:
Cec adjudicated the previously reported gi bleed event date was (B)(6) 2011 not the (B)(6)2011 as previously reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (gi bleed).